Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "deflation" and "exchange from textured to smooth implants due to the patient's concern with the product."

Event description:
Healthcare professional reported left-side "deflation" and "exchange from textured to smooth implants due to the patient's concern with the product". Device was explanted.

Event description:
Healthcare professional reported left-side "deflation" and "exchange from textured to smooth implants due to the patient's concern with the product". Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation and anxiety - product/ procedure was received on aug 26, 2024. With catalog number mcghan300cc. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed one opening and broken on the plug strap assessed as unidentified (tear). (Shell thickness was within specification). As per the investigation procedure crease and particle as completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.